Event description:
It was reported that the patient had been having trouble charging the implantable neurostimulator (ins), and so ¿just didn¿t bother¿ after having had so much trouble. The ins was ¿in power on reset (por).¿ a ¿full por¿ had not been done and the por had not been cleared. The por was going to be cleared at a later date. The patient had not experienced any symptoms related to this event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that when meeting with a manufacturer representative, the device could not be read with the clinician programmer (cp) or the patient programmer (pp). The patient had been brought in for a por, but charging started working immediately. A physician mode recharge (pmr) was not needed and no further programming was needed either. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4) implanted: (B)(4) 2008, product type: recharger.